Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring jammed the instrument.

Manufacturer narrative:
The complaint states the spring jammed the instrument. The investigation confirmed the failure mode as reported. Previous complaints due to this issue led to in (B)(4) in which some of the reviewed complaints note that the release spring had deformed or disassociated from the release button, during assembly. Some other complaints note that the spring was missing from the instrument. While the spring may get dislodged when assembling the instrument, this would occur away from the surgical incision, so there should be no risk of harm to the user or the patient. Therefore the (B)(4) concluded on (B)(6) 2016 that there was no design changes proposed which could reduce the risk without adding other potential risks. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.